Manufacturer narrative:
The reported ventilator was investigated on-site by the field service engineer (fse). The fse found an excessive amount of water inside the filter's chamber of the air gas module. The air gas module has been returned for investigation. It was possible to confirm the contamination inside the returned air gas module. No further investigation is needed as a previous investigation has shown that the liquid contamination in the air gas module had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The conclusion is that the device did not fail to meet its specification, as the most probable source of liquid contamination in the air gas module is a contaminated air gas from a defective external compressor. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).